Event description:
It was reported that during a laparoscopic gastric band procedure, the buckle would not lock on the band. They used another device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Buckle torn on snorkel side the band was returned for analysis. Upon visual inspection, it was observed that the buckle from the band was returned torn on the snorkel side. It was also noted that the base of the band strain relief was damaged. Several bloodstains were observed on the device. No functional tests could be performed on the balloon due to the observed damages. One possible scenario is that the device was inadvertently nicked/damaged during manipulation. This may in turn have caused the strain relief and buckle from the band to tear during band placement procedure. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record (DHR) review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.